Event description:
The operation wound reappeared after a hunt accident and the artelon cmc spacer was explanted. The case was revised to a trapeziectomy.

Manufacturer narrative:
A hunting accident several months after implantation caused open wound that affected the implant which had to be removed in order to heal infection.